Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damages. Event log history was performed and showed that "motor not running" was recorded in history. During analysis, occlusion test was performed and found the motor not running due to lead screw nut being too tight which resulted from incorrect assembly by the customer. Subsequently, the lead screw nut was gauged within the required specifications, the whole motor assembly was cleaned and greased. Performed occlusion test and all functional testing passed. Based on the evidence, the complaint was confirmed, and the problem source was noted to be user interface.

Event description:
Information was received that this smiths medfusion 4000 pump experience "motor not running". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.